Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pace impedance measurements of greater than 2000 ohms. There had also been a gradual rise in shock impedance measurements which were within normal range. There was no noise noted. Boston scientific technical services (ts) discussed troubleshooting. The device remains in service. No adverse patient effects were reported.